Manufacturer narrative:
Additional information: b5, g1, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced mesh protruding through hernia, mesh migration, recurrence, adhesions, infected mesh, mesh was exposed, pus, fascial dehiscence, abscess, discharge, seroma, pain, loculated fluid collection with intrinsic air, inflammation, staphylococcus aureus, foreign body reaction, wound dehiscence, and blood in abdomen. Post-operative patient treatment included removal of mesh, hernia repair with mesh, adhesions taken down, removal of mesh, debridement of dehiscence, wound vac, drainage of abscess, aspiration of seroma, debridement of subcutaneous tissue and fascia, admission to hospital, and application of negative pressure wound therapy.

Manufacturer narrative:
Additional information: g3 corrected information: g1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced mesh protruding through hernia, abdominal pain, mesh migration, recurrence, adhesions, infected mesh, mesh was exposed, pus, fascial dehiscence, abscess, discharge, seroma, pain, loculated fluid collection with intrinsic air, inflammation, staphylococcus aureus, foreign body reaction, wound dehiscence, and blood in abdomen. Post-operative patient treatment included removal of mesh, hernia repair with mesh, adhesions taken down, removal of mesh, debridement of dehiscence, wound vac, drainage of abscess, aspiration of seroma, CT-scan, MRI, debridement of subcutaneous tissue and fascia, admission to hospital, and application of negative pressure wound therapy. Relevant tests/laboratory data: (B)(6) 2017: pathology report from hernia sac specimen showed soft tissue and mesh with foreign body reaction, it is unclear which mesh product this refers to (B)(6) 2018: abdominal scan (incomplete note, unclear if CT scan or MRI) showed loculated fluid collection with intrinsic air and surrounding inflammation at the midline supraumbilical ventral abdominal wall deep subcutaneous tissue, highly concerning for focal abscess. Unrelated findings of colonic diverticulosis, small fat-containing bilateral inguinal hernias (B)(6) 2018: deepabscess culture + for staphylococcus aureus.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced mesh protruding through hernia, mesh migration, recurrence, adhesions, infected mesh, mesh was exposed, pus, fascial dehiscence, abscess, discharge, seroma, pain, loculated fluid collection with intrinsic air, inflammation, staphylococcus aureus, foreign body reaction, and blood in abdomen. Post-operative patient treatment included removal of mesh, hernia repair with mesh, adhesions taken down, removal of mesh, debridement of dehiscence, drainage of abscess, aspiration of seroma, debridement of subcutaneous tissue and fascia, admission to hospital, and application of negative pressure wound therapy.